Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation additional information was requested but not provided. Based upon the information provided, the most likely root cause for the erroneous patient sample results was the on board diluent which was found to be expired for on-board stability.

Event description:
The customer reported that they received erroneous results for two patient samples tested for thyrotropin (tsh). The first patient sample initially resulted as 100.0 uiu/ml accompanied by a data flag. The sample was automatically repeated by the analyzer at a 1:10 dilution and resulted as 57.26 uiu/ml. The sample was then repeated on a different analyzer at a 1:10 dilution and it resulted as 110.0 uiu/ml. The repeat result of 110.0 uiu/ml was believed to be correct. The second patient sample initially resulted as 100.0 uiu/ml accompanied by a data flag on (B)(6) 2014. The sample was automatically repeated by the analyzer at a 1:10 dilution and resulted as 57.30 uiu/ml on (B)(6) 2014. The sample was then repeated on a different analyzer at a 1:10 dilution and it resulted as 111.4 uiu/ml on (B)(6) 2014. The repeat result of 111.4 uiu/ml was believed to be correct. The patients were not adversely affected. The tsh reagent lot number was 17927603 with an expiration date of 05/31/2015. It was noted that the diluent for the assay was first placed on board the analyzer on (B)(6) 2014, thereby exceeding the recommended on board stability time for the diluent. The customer stated that he believed that the diluent is replaced more frequently than this and could not explain the first registration date of (B)(4) 2014. It was also noted that the on board stability was expired for the diluent on the different analyzer. The customer removed the diluent bottle that was on board the analyzer and checked the volume. The customer stated that there was about 2ml of liquid inside the bottle. The analyzer software indicated that the bottle had around 12ml. The bottle was then replaced. The field service representative determined that the pinch tubing was worn. He replaced the pinch tubing and checked all pipetting alignments. He stated that calibration and quality controls were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).